Event description:
Reportedly, the device over-infused. Pump was programmed for 24 ml/hr, but delivered at 124 ml/hr. Ran for about an hour before it was noticed - not sure if alarm sounded. Occurred in 2008 at approximately 11:00 am. The drug and patient's information is unknown.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.